Event description:
It was reported that a solution administration set experienced no flow. Patient involvement is unknown. Additional information was requested and is not available. Report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for physical examination, though a photo of the affected sample was made available for evaluation. This inspection did confirm the reported condition of no flow. The cause was determined to be related to the manufacturing process. No additional information is available.